Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the smart device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). Upon further review of the complaint, it was observed that the new transmitter had issues pairing with the smart device. Please disregard information in report number 3004753838-2016-88281 as this the complaint was downgraded to a non-reportable event. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon call review of the complaint, it was clarified that the patient's allegation was for a loss of connection, not the new transmitter having issues pairing with the smart device. No further event of patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the reported loss of connection. A root cause could not be determined via data.